Manufacturer narrative:
Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, during an unknown procedure, during drilling for proximal unknown screws, the drill bit was contacted nail and with an unknown issue. The surgeon successfully passed the unknown screw and after the surgery, the guide/ drill sleeve lined up. It is unknown if there was a surgical delay. The procedure was successfully completed. The patient outcome was unknown. This complaint involves six (6) devices. This report is for (1) 4.2mm three-fluted drill bit qc/330mm/100mm calibration. This is report 1 of 6 for (B)(4).